Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
The customer reports that when applying pressure when taking the graft, the device would not stay stable at setting or depth of cut. No second graft necessary and no pt injury.